Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18.

Event description:
It was reported that the patient developed a moderate wound infection. The patient underwent surgical cleaning of the cranial wound and has recovered. The event is reported as not being related to the procedure, hardware, or stimulation.

Event description:
It was reported that the patient developed a moderate wound infection. The patient underwent surgical cleaning of the cranial wound and has recovered. The event is reported as not being related to the procedure, hardware, or stimulation. Additional information was received that the patient was administered antibiotics.

Event description:
It was reported that the patient developed a moderate wound infection. The patient underwent surgical cleaning of the cranial wound and has recovered. The event is reported as not being related to the procedure, hardware, or stimulation. Additional information was received that the patient was administered antibiotics.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block h6.